Event description:
It was reported that the pump had a lec 1260. No patient involvement reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper sticker was missing, but rear label was intact. It was also noted the lcd had bleed. Functional testing duplicated the error message at startup. The investigation determined that the real time clock battery being depleted and not backing up critical data was the cause of the reported issue. The real time clock battery was replaced. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.